Event description:
Facility's intensive care unit (ICU) registered nurse, called the gambro intensive care therapy specialist to report that during a pt treatment the machine would not perform the automated unloading procedure. She reported that the pt's treatment had been running approx 32 hours when it was noted that the blood did not appear to be moving through, the prisma filter set. She noted white clumping in the filter, the filter pressure was recording a +3, and there were no alarms. At this time she elected to discontinue the pt's treatment. After disconnecting the pt from the machine, the machine would not perform the automated unloading procedure and she had to manually unload the prisma set. The pt's physician was notified and gave instructions for the pt's session to be reinitiated on another prisma machine.